Event description:
Patient had a 20 gauge IV to her right ac. Patient to CT for a CT angiography, when contrast was initiated the saline lock busted. CT tech stated this has happened 4 times in the past few months.